Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. (B)(4): device was not returned to manufacturer.

Event description:
On (B)(6) 2013, mother reported there was an insulin leak in the infusion device system. The patient and infusion device were not available during the initial call. Patient uses a competitor's infusion set. No physiological effects were reported in relation to this event, and the patient did not require treatment from a healthcare professional or second party to address the issue. The cartridge and adapter were discarded and will not be returned for evaluation.